Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
The customer reported that a microclave® clear neutral connector was breaking and causing patient safety issues like uncontrolled bleeding. The device was connected to port-a cath huber needle tubing. There was patient involvement but no report of an adverse event. This is report 2 of 2.

Manufacturer narrative:
Received one used list #mc100, microclave¿ clear neutral connector (lot #unknown) on (B)(6) 2022 and visually inspected. As received, the microclave seal was torn and stuck down. Blood residuals were also present within the microclave housing. The microclave was disassembled and further evaluated. The internal spike was found to be bent and broken. No mating devices were returned. The reported complaint can be confirmed. The probable cause of the damaged microclave is due to access with an incompatible mating device during use. The directions for use (dfu) states: the microclave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Do not use needles or luer caps on claves. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.